Manufacturer narrative:
Tracking #.57791/a. Endopath stealth endoscopic/conventional circular stapler: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two instruments returned. The first instrument was a cdh21 instrument that appeared to have been used during surgery. This instrument was returned in good condition however, the anvil was not returned with the instrument. As the anvil was not returned, further functional testing could not be performed. The batch history record for the batch was reviewed with no anomalies noted for missing staples. The second instrument was an ecs21 instrument returned in the sterile blister. This instrument was fired and it fired and formed all the staples without incident. The batch history record for this batch also reviewed with no anomalies noted for missing staples. It should be noted that each instrument is 100% visually inspected through an automated vision system to ensure that all the staples are present prior to shipment. It could not be determined how or why the instrument reportedly did not perform the anastomosis.

Event description:
It was reported that a ecs21 was used during a gastrectomy procedure. It was reported by the affiliate that the instrument did not perform the anastomosis. The staples were not found. Pt converted to open procedure. Two samples being returned, one was used and one was not used.